Event description:
It was reported that a em2400 valve sets was leaking lipids from ports 1 and 2 while being used with an automated compounding device. The customer changed out the valve set twice however the issue was not resolved. This was observed during programming/set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.